Event description:
It was reported that the patient presented in-clinic for magnetic resonance imaging (MRI). Prior to imaging, the implantable cardioverter defibrillator (ICD) failed to be programmed into MRI mode with incorrect measurement on the high voltage lead. No resolution was performed. The patient condition was stable.